Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. Kindly clarify why some instrumentation was not disassembled, was there any product issue of these products? Where appropriate instruments that require it are disassembled during the inspection process. In these specific cases the instruments are then reassembled and placed back into the tray as this is how they fit into the trays. They are not sent to customers disassembled.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As sterile processed loan trays for lcs tkr were being opened in theatre, the scrub nurse noticed a white substance on the tibial and femoral impactor. The substance appeared to be cement from previous use. On inspection of other trays by rep (myself), it was noticed that some instrumentation was not disassembled from previous cases. The surgeon was made aware of the contamination and the surgery was cancelled. The surgeon spoke with the patient and rebooked the case for two weeks time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.